Manufacturer narrative:
Initial reporter occupation: occupation is patient/consumer. The meter was requested for investigation. The meter was provided for investigation where it was tested using retention strips and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.4 inr, qc 2: 5.4 inr, qc 3: 5.5 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The customer alleged to receive an unknown error message. A review of the meter error log revealed that error 6 (624) and error 5 (535) had occurred on several occasions. Per product labeling: error 5: "error applying blood to the test strip. Turn the meter off and remove the test strip. Repeat the test using a new test strip and blood taken from a new fingerstick from a different finger." Error 6: "the test strip was touched or removed during the test. Power the meter off and remove the test strip. Repeat the test using a new test strip and blood taken from a new fingerstick from a different finger. Do not touch or remove the test strip when a test is in progress. Note: for meters with serial number (B)(4) and lower: in rare cases, "error 6" may indicate extremely high coagulation times (> 10 inr). If "error 6" is displayed repeatedly, the result must be checked using another method." On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
It was alleged that while using coaguchek xs meter serial number (B)(4), a patient had a stroke and was hospitalized. On 08-feb-2023 the reporter allegedly received error messages on the coagucheck xs meter and they were unable to test. Allegedly the meter also showed error messages when trying to use the meter at an unknown date in december 2022 and on 04-jan-2023 or 05-jan-2023. The reporter does not to recall the error message received. The reporter was guided through the testing process. On (B)(6) 2023, the patient allegedly had a stroke and went to the emergency room. Reportedly the stroke was identified in the brain. The reporter stated that the patient's warfarin dose was changed and 81 mg of aspirin was added. The reporter further stated that the patient had multiple magnetic resonance imaging (MRI) procedures while in the hospital. Allegedly, the patient went to a rehab facility once released from the hospital and the patient's inr stabilized. The patient¿s therapeutic range at the time of the event was allegedly 2.0-3.0 inr. After the event, the therapeutic range was reportedly adjusted to 2.9 inr - 3.2 inr. The patient reportedly tests weekly. Reportedly, the patient's warfarin dose was changed by the physician based on the meter results almost weekly. The patient was reported to be still recovering and has in-home therapy. Warfarin dose was adjusted each week based on meter readings the following information was requested, but not provided: specific information on the patient's present condition including any residual deficits. Information on whether the patient received any clot-busting medication in the hospital (e.g. Lovenox or heparin). Information on the cause of the patient's stroke. Information on whether the patient¿s carotid arteries have been evaluated for possible narrowing. This MDR is being submitted with an abundance of caution.